Event description:
Customer reportedly obtained a result of 105mg/dl on the advantage test system and 228mg/dl on the doctor's meter within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Information suggests comparison was performed at the doctor's office. Advantage test system: meter, strip lot 549226, exp 10/31/07, cat/2030381.

Manufacturer narrative:
Suspect device: comfort curve test strips.